Manufacturer narrative:
Initial trend analysis for lot 56255a was conducted, no malfunctions were found. This is the only complaint for lot 56255a. Further investigation will be conducted to determine the root cause of complaint.

Event description:
End user reports that polybags holding the syringes were already opened when user opened the box. End user also reports four syringes missing protective end cap covering the needle, calibration marking on the barrels are hard to read and blurry and the cannulas are more painful.

Manufacturer narrative:
Initial trend analysis for lot 56255a was conducted, no malfunctions were found. This is the only complaint for lot 56255a. Retained lot 56255a was tested for packaging sealing defects, barrel scale testing and needle sharpness and no defects were found during testing. Cmo tested affected device on 2-22-2023, no malfunction found during product testing.

Event description:
End user reports that polybags holding the syringes were already opened when user opened the box. End user also reports four syringes missing protective end cap covering the needle, calibration marking on the barrels are hard to read and blurry and the cannulas are more painful.

Manufacturer narrative:
Initial trend analysis for lot 56255a was conducted, no malfunctions were found. This is the only complaint for lot 56255a. Retained lot 56255a was tested for packaging sealing defects, barrel scale testing and needle sharpness and no defects were found during testing.

Event description:
End user reports that polybags holding the syringes were already opened when user opened the box. End user also reports four syringes missing protective end cap covering the needle, calibration marking on the barrels are hard to read and blurry and the cannulas are more painful.